Event description:
Approximately five minutes into pt hemodialysis treatment, a leak was found at one corner weld of the arterial line pressure pillow. A new line was set up and treatment continued with no further problem. No pt injury or medical intervention is reported. MDR is filed for estimated blood loss of 81cc.